Event description:
It was reported that the relion insulin syringe plunger rod difficult to move. The following information was provided by the initial reporter: "spouse of consumer reported plunger rod difficult to move."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer returned (4) loose 0.3ml insulin syringes. The customer reported that the plunger rod is difficult to move, the plunger cap is difficult to remove, the plunger rod bends while drawing insulin. The returned syringes were examined, and it was observed that the plunger rod was detached from 1 of the syringe assemblies ¿ the separated rubber stopper remained inside the affected syringe barrel. The stopper within the barrel of this syringe appeared to be slightly disfigured ¿ the leading edge of the stopper was not straight. All 4 samples were tested to determine the shield removal force and cap removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs; cap removal force for 0.3 ml syringe after sterilization is 1.00 to 8.00lbs) and the following was observed data: shield removal force (lbs.) Cap removal force (lbs.) Sample 1, 3.10, 2.37, sample 2, 3.88, 3.76, sample 3, 3.03, 2.62, sample 4, 3.12, 2.67. All observations fell within specification. The plunger rod assemblies of the remaining 3 syringes were able to move properly within the barrels. None of the returned plunger rods appeared to be bent nor bend during use. The disfigured stopper could have led to difficulty moving the plunger rod. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 2048827 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (stopper disfigured, plunger rod separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 27th sep 2022. Catalog and batch #: 328521 and 2048827. Catalog description: syringe 0.3ml 31g 6mm s/c u-100 relion issue: plunger stopper detached. Analysis of sample: the returned syringes were examined, and it was observed that the plunger rod was detached from 1 of the syringe assemblies ¿ the separated rubber stopper remained inside the affected syringe barrel. The stopper within the barrel of this syringe appeared to be slightly disfigured ¿ the leading edge of the stopper was not straight. Process: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Reviewed DHR records and l2l (leading to lean) maintenance dispatch history did not find anything pertain to the complain. Therefore root-cause cannot be determined. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the relion insulin syringe plunger rod difficult to move. The following information was provided by the initial reporter: "spouse of consumer reported plunger rod difficult to move".